Event description:
Caller reported a cartridge alarm 20, and the customer's blood glucose level was displayed as "high." The patient replaced the cartridge and infusion set and drank water to address the high blood glucose level. No assistance from a third party was needed. Technical support aided the caller in loading a new cartridge using proper techniques, and the issue was resolved successfully, allowing the customer to resume insulin therapy. No adverse impact to the customer¿s blood glucose level was reported.